Manufacturer narrative:
Date sent to FDA: 7/12/2018correctedl information

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2009 and a mesh was implanted. It was further reported that patient underwent recurrent ventral hernia repair and removal of prior mesh was performed on (B)(6) 2010. Extensive adhesions to the undersurface of the mesh were noted during this procedure and that the mesh was in the subcutaneous position, not anchored to any fascia and bowel incarcerated around the mesh into the subcutaneous tissue and the mesh was removed. It was further reported that patient underwent an open ventral hernia repair surgery on (B)(6) 2013 and another mesh was implanted. It was further reported that excision of atrophic chronic wound with localized tissue advancement flap was performed. It was also reported patient continues to experience severe pain, revision surgeries, organ damage, disfigurement, scarring, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/17/2019.